Event description:
It was reported that the patient experienced a pocket infection for the implantable cardioverter defibrillator (ICD). The patient was hospitalized. Additional information was received that the patient underwent invasive action where the ICD and rv lead were explanted due to the infection.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.